Event description:
It was reported that the pt was experiencing pain and swelling.

Manufacturer narrative:
Eval summary: the exact origin of the pain is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Product compatibility was reviewed with no issues noted. No additional complaints from any other pt have been received against the mfg lots involved in this complaint. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This event was previously reported. Please reference #1822565-2012-01175.